Event description:
It was reported that the scrub nurse attempted to depress the orange reset button on a 511sd trocar. The orange button would not engage and stay set. The decision was made to open another fdg14 kit. There was no consequence to the pt.